Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.

Event description:
It was reported that during a routine device replacement the physician felt the lead fracture when attempting to place the pin of the pace/sense portion of the existing right ventricular (rv) lead into the new device. Fracture was confirmed by fluoroscopy and lead impedance was high. Two attempts were made to insert a new replacement lead but the physician was unable to advance the lead through the superior vena cava (svc) into the heart. The physician stated that he believed he had caused a small pneumothorax as a result of a venipuncture and did not want to implant a new system on the right side at the time due to the possibility of hitting the lung on that side as well. The new device and attempted leads were explanted and the existing leads were capped. A new system was subsequently implanted on the right side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.